Manufacturer narrative:
The recipient has a history of tympanic membrane perforation. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient is scheduled to undergo explant surgery due to device extrusion through a retracted tympanic membrane. A tympanoplasty procedure is planned to be performed over the electrode. The recipient¿s performance has remained stable, and no additional concerns have been reported.